Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4. D9. H3, h4, h6: part number: 03.037.028. Lot number: 9298606. Release to warehouse date: 23 feb 2015. Manufacturer: hagendorf. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 5mm hex flexible screwdriver (p/n: 03.037.028, lot #: 9298606) was returned and received at us customer quality (cq). Upon visual inspection, it was observed the shaft of the returned device was cracked at its proximal end. No other issues were observed with the returned device device failure/defect identified? Yes. Dimensional inspection: measured dimensions: shaft diameter = conforming. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. - flexible screwdriver hex5, cannu. - flexible shaft. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint condition was confirmed as the received device was cracked, however, it was not stripped. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during inspection of the set the threads on the helical blade and coupling screw have been damaged also the 5mm flexible screwdriver is coming undone. No patient involvement. This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for complaint (B)(4).